Manufacturer narrative:
Device passed displacement test, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test. No pump error 53 errors noted during testing. Pump error 63 confirmed in device history with variable due to broken trace at pin 1 on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump had software error. The customer's blood glucose level was 139 mg/dl. The customer was assisted in troubleshooting and it was reported that she was unable to clear the alarm and did not receive the request to rewind the insulin pump. The customer was also advised to perform self test but the test did not pass. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. She was also advised to put the insulin pump into storage mode. The insulin pump will not be returned for analysis.